Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass. Unresponsive keypad was not verified due to display anomaly. The device had flattened act button dome switch, minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported that the buttons on the insulin pump were getting stuck and he had to press hard to unstuck them. Blood glucose value was 360 mg/dl; treated with manual injections. Nothing further reported.